Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a trained physician attempted an arteriotomy closure in the common femoral artery for an unspecified procedure using a starclose device. The physician reported, that the device was difficult to remove. The physician pulled the device free. Hemostasis was achieved by the device. There were no pt adverse effects reported. No add'l info available.